Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got ineffective therapy and pain after going through a metal detector. Contributing factors were unknown, the patient reported everything changed after going through a metal detector. Impedance checked showed impedances were within normal limits. The device was explanted. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.